Manufacturer narrative:
Continuation of concomitant: 305c229 tissue valve, implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. The lead began pacing the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.